Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during the implant procedure, the patient flat-lined while the physician was attempting to connect the existing right ventricular lead to the cardiac resynchronization therapy defibrillator (crt-d), even though the lead impedance measurements were good. The physician attempted to connect the crt-d several times and noted an issue with the device, therefore, decided not to implant the device. No further patient complications have been reported as a result of this event.